Event description:
New information received notes that the right ventricular (rv) lead exhibited additional malfunctions of unspecified high lead impedance, rv lead noise and rv lead fracture. No additional intervention was reported.

Manufacturer narrative:
Additional information: h6: field should reflect new reported malfunctions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
New information received notes that a new instance of high pacing impedance was noted on the right ventricular lead. The rv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented to the emergency room. It was observed that the patient had received an alert for high pacing impedance on the right ventricular lead. Patient left the hospital before any intervention could be performed. No intervention was done and event resolution is unknown. No patient consequences were reported.